Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced the set up joint (suj) and usm to resolve the issue. The system was tested and verified as ready for use. Isi received da vinci products involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a vinci-assisted surgical sigmoid colectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received an error mid-procedure. Prior to calling in, the customer power cycled the system, and then universal surgical manipulator 4 (usm) was disabled. The tse verified 319 errors on the logs first with the distal set up joint, and then the usm. The tse assisted the customer through a hard power cycle and emergency power off of the patient side cart (psc), but the error came back immediately on power up. The tse inquired if the customer was able to proceed with usm 3, but they were not able to. The tse checked the system at the site for available psc, but those with matching software were in procedures. The customer opted to proceed with open surgery and requested an immediate follow-up from their field service. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was converted due to the system giving an error usm 4 needed to be disabled, and they needed all 4 arms for the procedure. The surgeon did not go into the procedure anticipating a possible conversion. The patient tolerated the change to convert to open. There was no harm or injury to the patient. The system was giving an error to disable the arm prior to the conversion and tse was called. The system was inspected prior to use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The set up joint (suj) was analyzed and found to have no failure. The unit was tested on an pftp and it passed all the tests. During log review several communication, temperature, and node errors attributed to the axes controller tornado (act). The complaint was confirmed based on the field evaluation, but not failure analysis. The surgical manipulator 4 (usm) was analyzed and found to have no failure. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a pftp where it passed. Error 32115 was confirmed but not replicated.